Event description:
Terumo medical corporation received the following information: it was reported that the tr band was placed according to guidelines. User noted bleeding after the initial 12cc of air was placed. User added 5cc more. Upon moving the patient, bleeding was noted again, user added 5cc more. Site looked good and no hematoma was present. The patient was sent to post care. When the nurse went into room to start deflating the tr band, he noticed that the syringe would not pull any air back. It was then noticed that all air was already gone. The complete volume of air was released on its own and prematurely. No bleeding was noted in post care for this event. There was no blood loss.

Manufacturer narrative:
E3: occupation: registered cardiovascular invasive specialist (rcis). The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, foreign matter was found. One tr band was returned for assessment and the sample leaked at the check valve due to foreign matter. The complaint can be confirmed for foreign matter in the check valve. Review of the device history record cannot be completed due to the unknown lot number. A corrective action was initiated for this issue.